Event description:
It was reported that the insulin pump had a line on its display and that the display did not return to normal after a battery replacement. The blood glucose reading was 185 mg/dl. The customer stated that the device had neither been dropped nor bumped. She also observed that a few days prior, when it was quite hot, there was a straight line on the display, but when the device was on suspend, the line went away. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing segments and straight line, problem isolated to lcd board. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.